Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch microswitch issue. A field service engineer cleaned the micro switches in the latch and reseated the wiring harness to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a remote manager failure. The customer reported that the malfunction occurred while the user was issuing medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.